Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was off the bus. A field service engineer (fse) performed a five-minute shutdown and completed the pending operating system updates. The fse then rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, a smart remote manager became jammed. The customer reported that the user was able to remove the medication from another station and there was delay to the patient's workflow. There were no adverse events or injuries reported based on this event.